Event description:
It was reported that the customer had two incidents of hospitalization. It was reported that the first hospitalization occurred sometime in (B)(6) 2014. It was reported that the customer had low blood glucose reading of 16 mg/dl. The customer was involved in a car accident during that event. It was also reported that the customer was hospitalized on the last week of (B)(6) 2014 for low blood glucose levels of about 30 mg/dl. It was reported that the customer was a brittle diabetic and was also suffering from gastro paresis. The customer was advised to monitor blood glucose levels. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please refer to MFR's report # 2032227-2014-69260 as it refers to the same events but a different device.